Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii; patient¿s concern with the product.

Event description:
Healthcare professional reported a left side exchange from textured to smooth implants due to the patient's concern with the product. Additionally healthcare provider reported capsular contracture baker grade iii. Device has been explanted.